Event description:
Customer reported that the probe on the ortho provue analyzer dripped fluid.

Manufacturer narrative:
Customer reported that the ortho provue analyzer probe dripped fluid during a/b/o rh type and antibody screen testing of patient samples. The analyzer posted multiple condition codes indicating an incident in the fluidics system. However, the customer opted to retry the operation repeatedly unitl testing had been completed. An ocd field engineer (fe) arrived on site to evaluated the analyzer. The fe replaced a damaged wash station, along with additional components, and returned the analyzer to expected operation. Erroneous ressults were not reported as a result of this incident. Carry over and /or cross contamination was not reported as a result of this incident. However, if this incident were to recur undetected, erroneous reults could be reported and possible transfusion of incompatible blood could occur. Based on the available information, instrument malfunction could not be ruled out as a possible contributing factor.